Event description:
During robotic procedure, the vessel sealer was connected to robotic arm. While in pt, the machine/computer reported malfunction, alarmed with exposed blade reported. However, no blade noted by any staff in the room. Vessel sealer removed from pt and removed from field. New vessel sealer opened and put into service w/o issue. No harm to pt.